Event description:
It was reported that while setting up the burr attachments for the electric pen drive prior to a third molar procedure, the doctor discovered that the locking mechanism on the attachment does not hold the burr securely. The attachments were not used in the procedure. There was no effect on any patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the locking mechanism is not working correctly. Our inspection has shown that the attachment does hold the burr correctly. The problem is that the spring of the locking mechanism is detached and therefore the mechanism does not give back the required feedback to the user. We are not able to determine why the spring is detached; we can only assume that a hit on the housing caused this occurrence. This complaint is indeterminate from a manufacturing standpoint. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 2 for this complaint (B)(4).